Event description:
Related manufacturer report number: 2017865-2022-16306. It was reported that a patient presented remotely. Review of the transmission revealed multiple inappropriate shocks due to the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead. The physician elected to explant and replace the ICD, and cap and replace the rv lead on (B)(6) 2022. The patient condition was stable.

Manufacturer narrative:
Correction: this report is to retract 2017865-2022-16305 submitted on 28 jul 2022. New information received notes that the implantable cardioverter defibrillator was explanted electively and the the complaint was on the right ventricular lead and was reported in 2017865-2022-16306.

Manufacturer narrative:
The device was returned with no apparent malfunction. Telemetry, impedance, sensing, pacing, and high voltage output functions of the device were tested and found to be normal.